Manufacturer narrative:
(B)(4). The reported malfunction of a "defective stop button intermittent issue". The root cause was attributed to an intermittent stop key. The pump head module keypad was replaced to fix the problem. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a "defective stop button intermittent issue". It is unknown when this event occurred. The facility representative did not know if there were any reports of patient involvement, patient injury or medical intervention. No additional information is available. (User interface module master software version is 6.63.92). On (B)(6) 2011, a customer reported that one colleague infusion pump, product code dnm9161, sn# (B)(4), encountered a defective stop button intermittent issue. The process step and patient involvement are unknown. The sample will be returned to cts for evaluation under rga# (B)(4).